Event description:
Complainant suffered adverse reaction after having gastric band inserted into the stomach. Complainant's two family members had the same procedure done previously and both were successful. In 2001, complainant had procedure done. Dr said all went well. On the following day, the complainant went home. On the day after, complainant was vomiting blood. Complainant called the dr who thought it might have been caused by the staples. However, by the 3rd day post procedure, complainant was projectile vomiting blood. The spouse took complainant to the ER. Complainant was admitted to the hosp and remained for the next 4 days. Complainant had edema at site of gastric band. On 4th day, an endoscope showed the band was cutting into complainant's stomach. This was only the initial insertion of the band. It hadn't yet been expanded. On friday the band was removed. Complainant was released from the hosp on monday the following week. Complainant called the hosp's risk mgmt and spoke to the dir, clinical process improvement. Complainant said the dr feels it was product failure. The failure was reported to the MFR, bioenterics, and the device was sent to them for evaluation. However, she did not have the model number of the device. She gave the complainant the name and cell phone number of the regional rep she had spoken to. The complainant tried several times to reach them, but was unsuccessful. Finally complainant was able to speak to the rep. Rep said he had spoken to the surgeon several times. The rep said the band comes in two sizes. What had happened was that the surgeon used the smaller to close around a large portion of the stomach, which strangulated the stomach. The band was subsequently removed. No replacement was made. Rep said that because a complaint had been filed, the band should be returned to the co for testing to make sure there was nothing wrong with the band. The band was returned to the parent co for bioenterics, inamed. A report was made to FDA and all necessary paperwork was completed, as required.